Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device patch with lot number 1239990, red and yellow particle material on the shell, device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "increase in the volume", "localized pain", "¿abundant amount of periprosthetic fluid", bia-alcl. Date of alcl diagnosis: (B)(6) 2020. Additional contact information: (B)(6). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Regulatory agency advised they have received a physician report of a bia-alcl diagnosis. Pathological markers cd30+ and alk- have been received. Patient reported an increase in the volume of the left breast, associated with localized pain but no fever. Pain intensified in the last weeks, radiating out to the left upper limb with a sensation of dyspnea.¿ ¿abundant amount of periprosthetic fluid was observed that reaches a thickness of 12 cm in the upper and outer quadrant¿ patient was treated with surgery (complete capsulectomy) and chemotherapy (chop). The location of the device has not been specified. Left side.